Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high hv lead impedance was observed. Trend was noted to be constant and stable. Patient was asymptomatic. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that an alert for high hv lead impedance was observed. Low r-wave sensing was noted due to an oversensing event. The physician elected to not take any action.